Event description:
Customer reported a malfunction occurred, indicated by malfunction code malf 0, with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). In response, the customer was informed by technical support of the resolution process and will receive a replacement pump with updated software. The customer will use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery and was guided on how to store and return the malfunctioning pump.